Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose, which the customer understood.